Manufacturer narrative:
Advised customer that deconamination should be done monthly, according to the operators guide; it was not. The presence of the e antigen was confirmed on retention capture-r ready-screen (4), lot g158. Customer's returned plasma samples were tested by manual solidphase using retention crrs(4), lot g159 (g158 was expired when samples were received). The samples exhibited very weak reactivity with e+e- reagent red cells. The samples were tested in hemagglutination tests using panoscreen I and ii, lot 01444 using immuadd as the potentiator. Two of three samples exhibited weak reactivity at the 37c test phase. All samples exhibited very weak to microscopic reactivity at the indirect antiglobullin test phase.the nature of the sample cannot be rule out as causing the event.

Event description:
Customer reported unexpected negative reactions on the abs2000. A patient sample was negative for anitbody screen. Another draw of the sample, taken the next day, was tested by gel method and came up with a positive screen followed by a positive panel.